Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (device code, type of investigation, investigation findings, investigation conclusions).

Event description:
Edwards received information that a patient with a 23mm 3300tfx aortic valve implanted nine (9) years and two (2) months was diagnosed as moderate aortic regurgitation secondary to structural valve deterioration. A symptom of dyspnea on effort was seen. Valve-in-valve procedure is under consideration.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.